Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to a1, d10, g2, h6, and h8. A1/d10: information added to these fields were inadvertently not included on the initial medwatch. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h0729 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. It was confirmed that the returned distal cover was cracked at the rear end. No particular abnormality was found on the scope side. Based on the results of visual confirmation of the actual product, the results of reproduction confirmation, the results of investigation of product specifications, and the results of inspections by the parts manufacturer, it is believed that the product conformed to the specifications. The probable cause was likely the following: chemical cracks occurred due to the adhesion of the anti-fog agent. Complaint history review: the event was the first occurrence at the facility. A similar complaint from another facility was patient identifier (B)(6). The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device and tjf-q290v were returned to olympus medical systems corp. (Omsc). For evaluation. There was no abnormality in tjf-q290v. Omsc confirmed that the distal cover was damaged and it was easy to come off the scope. The lot number of the subject device is unknown, therefore the manufacturing record could not be checked. Omsc got the additional information that the user used an antifog liquid. Therefore, omsc presumed that the distal cover was torn due to the chemical crack. The above device handling has warned in the instruction manual.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an endoscopic retrograde cholangiopancreatography, the subject device was used with tjf-q290v. When tjf-q290v was withdrawn, it was found that the subject device was fallen off inside the body. The fallen subject device was removed using another endoscope. The intended procedure was completed. There was no report of patient injury associated with the event.